Manufacturer narrative:
Storage outside of indicated conditions. Upon receipt at heartsine, the device was observed flashing red and beeping, as per the reported fault. Information from the history log shows 24 occasions in which the temperature was below the indicated minimum of 0°c, with a low of -18.8°c on the (B)(6) 2018. This had contributed to the failure of q45, which forms part of the led drive circuitry. The failure of q45 had caused the rtc interrupt to be dragged low despite failing no self-test, resulting in a flashing red status led. While the rtc interrupt is low, the device would not perform auto self-tests.

Event description:
Red status indicator. No patient involvement.

Event description:
Red status indicator. No patient involvement.